Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) arterial line cable was not working. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) arterial line cable was not working. There was no patient harm reported.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 corrected sections: b5, d1.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: (B)(6). A getinge field safety engineer (fse) was dispatched to evaluate the unit. Customer reported that the arterial line cable was not working. Upon inspection, fse found that the blood pressure transducer cable was difficult to remove as it was over tightened on the external cable. After removing the blood pressure transducer cable and connecting it to my simulator, found that there was no output being displayed. Replaced the blood pressure transducer cable (0012-00-1815) and was able to get the correct output. Performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.